Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) clip difficult to release from the catheter. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during procedure, the clip was difficult to release from the catheter; however, the clip was eventually released from the catheter after "jiggling it back and forth for a while." The procedure was completed with this device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.